Manufacturer narrative:
Update d9. H6: c19 - two movie clips were received and independently evaluated by a gore imaging sciences (gis) associate. The following observations were noted: two mp4 movie clips of angiogram imaging off the monitor were provided for evaluation. Poor quality capture of angiogram imaging. Very blurry images. Cannot manipulate the imaging in any way. (Window leveling, etc.) Cannot confirm lengths or diameters with angiogram imaging. Movie #1 shows a possible partially deployed gore® viabahn® endoprosthesis at the level of the lsa, in the aorta. The location of the stent is consistent with the description summary that says the stent was stuck at the chimney. Movie #2 appears to show the possible partially deployed viabahn® in the aorta has been removed. There appears to be stents or other materials in the lsa. There appears to be flow in the lsa. Cannot confirm exclusion of the lsa with available images. The returned device was determined to be consistent with the product listed within the complaint by means of labelling and device features. Evaluation of the returned device shows the presence of damage associated with advancement, withdraw, and attempted deployment. Broken deployment line was visible after the removal of the knob. The endoprosthesis was bent and compressed distally, exposing the distal shaft at the transition, and additional deployment was also visible at the transition. Deployment at the knob was not possible due to the location of the deployment line break, but the attempted deployment with traction at the endoprosthesis was successful.

Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with 13mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) during thoracic aortic chimney procedure. The viabahn device was advanced to left subclavian artery. During deployment, the viabahn device was stuck at the chimney. When the physician pulled out the deployment line after multiple attempts, the deployment line was broken. The device couldn't be deployed. Then the viabahn device was removed out of patient. The left subclavian artery was occluded with coil. The procedure was completed with good result. The patient tolerated the procedure.

Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.